Manufacturer narrative:
(B)(4) after an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was loaded in closed condition during a pretest. Therefore, a new unit was used instead.

Event description:
It was reported that a clip was loaded in closed condition during a pretest. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product auto endo5 ml lot # 73b1900053 was manufactured on 02/04/2019 a total of (B)(4) pieces. Lot was released on 02/14/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and a double feed present in the jaws. First, the two clips were manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, the device jammed , and the trigger cycle could not be completed. The jaws were not closing. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking caused the device to jam and could prevent the clips from properly loading into the jaws. Additionally, the yoke was broken at the pin position and the top jaw had bent jaw legs. The sample was received with 10 clips remaining, indicating that 5 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip loaded in closed condition" was confirmed based upon the sample received. The device was returned with its rotation tab bent and a double feed present in the jaws. The sample was returned with 10 clips remaining, indicating that 5 clips were fired by the end user. Upon functional inspection, the device jammed and was unable to fire. It was found that the clips were out of position and stacking on one another which caused the device to jam. The reported defect was confirmed even though the device was unable to fire because clip stacking could prevent the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.